Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
Patient underwent a robotically assisted sleeve gastrectomy, hiatal hernia repair and EKG. While using the stapler during the sleeve gastrectomy procedure, the stapler malfunctioned and jammed up preventing further use. This necessitated using the manual stapler to finish the procedure. No harm to the patient. Procedure was completed without further incident.